Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from an healthcare professional (hcp), regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient's itb pump had a motor stop and had to be replaced as the motor never restarted. It was noted the pump was older (about a year left), the patient kept the newest (B)(6) in a fanny pack on waist in close proximity to the pump. The pump was not alarming. No patient symptoms reported.